Event description:
The info received from the affiliate states that this male pt with a history of coronary heart disease was presented to the interventional lab for an angioplasty and stenting procedure of the left femoral artery. The length of the lesion was 18cm and the diameter of the lesion was 6.8mm. There was no tortuosity or calcification of the vessel. The products were properly inspected and prepped before use, and no anomalies were found. After accessing the lesion with a guidewire, the dr deployed two 10cm stents without difficulty. The lesion was still not covered after post-dilation. The dr measured the stents, using the measuring program on the dsa. The measurement of the first stent deployed was 6.6cm and the second stent was measured as 8.3cm. The info states that the dr was finished with the procedure at this time. There was no reported pt injury.